Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that due to twiddlers syndrome, this device was turned off temporarily to replace the related right ventricular lead that was twisted in the pocket. No additional adverse patient effects were reported. This device remains implanted and in service.